Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in a calcified mid left anterior descending artery. The 2.25x20mm maverick2 monorail balloon was inflated. On the second inflation, the balloon ruptured at fourteen atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient's status is listed as good. No complications occurred.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).